Event description:
It was reported that the patient had increased tone and a decreased response to intrathecal baclofen. A dye study indicated pooling. The ¿problem¿ had occurred postoperatively. The actions taken included a medication change, hospital admission, invasive intervention and a prolonged hospitalization greater than 48 hours. The explant/revision date was (B)(6) 2013. This device system delivered baclofen.

Manufacturer narrative:
Analysis of the catheter found a significant anomaly. Indentation of a circular tear or coring into the sealing surface of the sutureless connector cup met the manufacturer's documented leak criteria.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).